Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead during a ventricular arrhythmia. However, it was noted the device was still able to provide appropriate therapy. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.